Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Event description:
It was reported the device was returned on 15 july 2025 with no alleged deficiency reported. Upon evaluation on 19 jun 2026, it was found the lollipop was moving on the test display fixture after calibration and when the stylus was removed. The root cause is due to an internal failure of the usb cable.